Manufacturer narrative:
Insulin pump received with cracked case on display window corners, minor scratches on lcd window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump has a cracked display. Customer's blood glucose level at the time 250mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).